Event description:
It was reported that the lead safety switch (lss) of the pacemaker was triggered due to atrial pace impedance less than 200 ohms. There were further atrial pace impedance measurements that were recorded as noise. Technical services review discussed that the pacemaker was exhibiting rapid battery depletion/elevated power consumption and that the lead diagnostics were indicative of lead corrosion. Pacemaker and atrial lead replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
Investigation summary/conclusion: boston scientific concluded that analysis of device data found higher-than-expected power consumption, consistent with premature battery depletion; however, available information was not sufficient to determine probable cause. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process-related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device remains implanted. As such, physical analysis has not been conducted in our laboratory. Labeling review: a labeling review was completed and determined the complaint situation was addressed in the product literature. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that the lead safety switch (lss) of the pacemaker was triggered due to atrial pace impedance less than 200 ohms. There were further atrial pace impedance measurements that were recorded as noise. Technical services review discussed that the pacemaker was exhibiting rapid battery depletion/elevated power consumption and that the lead diagnostics were indicative of lead corrosion. Pacemaker and atrial lead replacement was recommended. No adverse patient effects were reported.